Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. A gradual rise in pacing impedances as well as threshold measurements were also observed on the right ventricular channel. Isometrics and provocative tests were performed and no noise could be produced. No changes were made and the ICD remains implanted and in service. No adverse patient effects were reported.